Manufacturer narrative:
Lot #: this information was not provided during initial report. Additional information has been requested. Catalog #: unable to identify which of the following catalog numbers corresponds to this reported screw. Catalog number is one of the following: 214.830, 214.836, 214.840. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Patient implanted with condylar plate and cortex screws for orif of right proximal femur. Patient complained of pain and x-rays showed a non-union with broken plate and five broken screws. The plate and two of the broken screws were removed and replaced. The three remaining broken screws were removed and replaced. The three remaining broken screws were not removed. One of the three screws was noted as broken prior to this reported event. This is the 3rd of 6 reports submitted on this event.